Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual parkinson's dual movement disorders. It was reported that the patient had their device replaced (B)(6) 2017. The patient thought their device would have lasted longer and wanted an estimate of when it was supposed to reach end of service (eos). The eos calculation showed that the device was expected to last for 2.16 years. The device lasted for approximately 2.5 years. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.